Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "card shows 0 treatments, there should be 9" (computer software issue). A technician reports the card reader would not read the wave card at the beginning of one pt's surgery. The card was removed and reinserted into the card reader and they were able to complete the treatment. The card was tested prior to the next pt's surgery and it did not show any treatments when there should have been nine left. The rest of the surgeries were canceled. No pts were prepped, no flaps cut. No other info is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).